Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump.